Event description:
It was reported that before use, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was received for evaluation and upon visual inspection of the unit under test (uut) found 2 depressions on the battery cover and normal wear and tear. The uut was cycled for over 17 hours, and no shutdown or reset of the unit was encountered. The reported complaint was not duplicated but was able to be verified through the event trace. It was recommended that the customer replace the main board as a precaution.